Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ion selective electrolyte (ise) mix motor, buffer valves, ise mixing paddle and collar which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results generated on their au481-10e, chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report change to treatment, injury, or death associated with this event. Quality control was within specification prior to event. The customer provided initial results for three (3) patients. The repeat results and patient demographics were not provided.